Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock that occurred due to atrial fibrillation with rapid ventricular rate. Review of the egm revealed a svt rate fell into the vf zone. The patient will be treated with medications. No further information is available.